Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp was loose. This was noticed by the surgeon intraoperatively. The surgeon tightened the clamp and verified accuracy. The surgeon placed the last two screws and accuracy was verified. When the clamp was removed the medtronic representative tested it and confirmed that the clamp was loose. There was no surgical delay due to this issue, and there was no impact on patient outcome.